Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported type 3b endoleak based on the medical records and imaging available to review. The rupture and secondary endovascular procedure events are confirmed by medical records only. Device, user, procedure or anatomy relatedness of this event could not be determined. However, due to the use of the strata material, this may have cause or contributed to the event. Procedure related harms for this event include additional surgical procedures (laparotomies), a prolonged hospitalization, respiratory failure and sepsis from an infected PICC line. The final patient status reported was discharged forty-three (43) days post operative to a subacute rehabilitation facility due to generalized debilitated condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure (exact date is unknown), a type 3b and rupture aneurysm was reported. The physician elected to treat the patient by relining the original implanted devices with a non- endologix (gore excluder) stent. The patient is slowly recovering. As of the date of this report, there have been no additional patient sequelae reported. Additional information: clinical review identified the following procedure related harms: additional surgical procedures (laparotomies), a prolonged hospitalization, respiratory failure, and sepsis from an infected PICC line. The final patient status reported was discharged forty-three (43) days post procedure to a subacute rehabilitation facility due to generalized debilitated condition.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure (exact date is unknown), a type 3b and rupture aneurysm was reported. The physician elected to treat the patient by relining the original implanted devices with a non- endologix (gore excluder) stent. The patient is slowly recovering. As of the date of this report, there have been no additional patient sequelae reported.